Event description:
IV pump did not alarm, but no medication had emptied from bag into patient after hours of infusion. No alarm or notification that patient was not receiving med. Med was primed appropriately, and all clamps were open. No secondary line, primary line only.